Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 451 mg/dl. Customer wanted to stop the bolus because it was going to give them too much insulin. Bolus was delivered already and currently the delivery was suspended because the customer's blood glucose level was going low. Customer's current blood glucose level was 241 mg/dl. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.